Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received multiple power loss alarms. The customer's mother stated that they had high blood glucose of 519 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at electronic board the pump was monitored and functioned properly. No unexpected motor noise during priming sequence or rewind noted during testing. The insulin pump was received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.